Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited screen bezel separation, with the display peeling away from the device; the user¿s blood glucose was not impacted and the user continued therapy until a replacement was shipped. Symptoms included no adverse clinical effects. Outcomes included no change to therapy effectiveness and no need for medical care or hospitalization. Investigation included device replacement logistics and return request, user guidance to shut down the device to prevent further alerts, and instruction to sync data prior to return. Investigation of this device revealed a physical integrity issue of the pump¿s screen assembly consistent with hardware component separation. It was concluded, based on previously established findings for similar reports, that the cause was a product mechanical issue.